Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom "battery contacts recessed", which was observed during physical inspection and considered confirmed. Evaluation confirmed the customer's allegation by observing 3 of 8 contact pins unable to rebound as designed due to fluid residue. This prevented dc operation. The rear case was replaced.

Event description:
It was reported that a spectrum pump had "battery contacts recessed." Any patient involvement, injury or medical intervention is unknown.